Event description:
It was reported that peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device experienced shortness of breath and was hospitalized for the event on the same day. It was reported that the shortness of breath was due to fluid overload (further details not provided). Pd therapy was ongoing from the time the pt was admitted to the hospital for 2-3 days until the patient¿s heart stopped (date unspecified). It is unknown if the pt was connected to the hc device at the time the patient¿s heart stopped. Treatment was not reported. Subsequently the pt was switched to hemodialysis for approximately 2 weeks, after which pd therapy was restarted using the hospital¿s hc cycler. At the time of this report, the pt was not recovered from the event and pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.